Event description:
The subject device was used during a laparoscopic procedure. It was reported that the white resin hanged out of the jaw. The procedure was completed with another thunderbeat device. There was no patient injury reported.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. Based on the similar cases with the same model, omsc concluded that the reported event was the ptfe pad of the device peeled from the jaw and it occurred since the user continued activating output without grasping anything in the grasping section (including after the tissue separated). The instruction manual of the subject device already states. This report is being submitted as a medical device report in an abundance of caution.